Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. The patient had a long aortic neck and the remainder of the vessel morphology was unremarkable. It was reported that the final angiogram revealed a type I endoleak. The physician ballooned for a second time and the endoleak diminished but did not completely resolve. The physician decided to not further intervene. An angiogram was done at the time of discharge and the endoleak was found to have resolved without intervention. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); lack of information (cause of endoleak is unknown). Conclusion: lack of information (cause of endoleak is unknown).